Event description:
It was reported that the right ventricular lead exhibited oversensing. When the physician removed the can from the pocket, a break in the lead insulation was noted. The lead was capped and replaced on (B)(6) 2023. Further information was requested however, was not provided.